Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the device was able to verify the reported issue of device not powering on through the device logs. The root cause of the issue was isolated to maintenance. The device was in "shutdown" status for an extended period, while the operating instructions instruct the user that "device readiness" should be verified at least once each month. Additionally, upon investigation it was discovered that the device exhibited abnormal audio behavior in which the language prompt "english" was repeatedly announced alongside the expected rescue prompts. Root cause of the observed issue related to the continuous "english" voice prompt is isolated to either system processor (u35) or the aok microcontroller (u39). The faulty device was archived by stryker.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was unable to verify and duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer received a replacement device. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.